Manufacturer narrative:
Concomitant medical products: evolutr-29-us, transcatheter valve, implanted: (B)(6) 2016; 670100, heart band, implanted: (B)(6) 2014. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited potential undersensing. The ra lead remains in use. No patient complications have been reported as a result of this event.